Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured in half and both pieces were returned. The device was manufactured in 2015 and exhibits signs of extensive wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The clinical /medical evaluation concluded that since no harm or adverse patient consequences were reported as a result of the reported device incident and no further anticipated risk to the patient is anticipated based on the information provided, no further clinical assessment is warranted. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
During a tka, dr (B)(6) was using the cr impactor as a secondary femoral impactor and the bumper snapped in half. We used the left bumper to complete impaction and there was no harm to the patient or impact to procedure. No delay to procedure was reported.